Manufacturer narrative:
Siemens filed the initial MDR (B)(6) 2018, additional information (10-august-2018): a siemens customer service engineer (cse) replaced the integrated multisensor technology (imt) module and had some difficulty to have correct calibration with new vlyte due to high ambient temperatures. The imt was monitored and determined to be functioning with acceptable performance and perfect correlation with alternate dimension vista. A siemens headquarter support center (hsc) specialist reviewed the instrument data and identified data unstable errors, aliquot probe clog detected errors, and an imt module grounding issue before replacing the imt module. The hsc specialist concludes that the imt system grounding was the potential cause of imprecision in sodium (na) results. Section h6: results code and conclusions code were updated. This event is associated with MDR # 2517506-2018-00444.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist was informed of a comparison study with poor precision results in sodium results. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed maintenance on the integrated multisensor technology (imt) module. The v-lyte imt contacts were checked, and no issue found. The service methods / dilcheck test was run as expected, and there were no issues with quality control (qc). The cse extracted imt and system data for investigation and identified imt data unstable error. Siemens is investigating. This event is associated with MDR # 2517506-2018-00444.

Event description:
A discordant, falsely elevated sodium (na) patient result was obtained on a dimension vista 500 instrument. The customer stated that the initial result was not reported to the physician(s). The customer used the same sample and instrument to perform repeat testing. The customer has not provided additional information, and the correct result is unknown. There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated sodium result.